Event description:
Related manufacturer reference number: 2017865-2021-40319. It was reported that he patient presented via remote transmission. Review of transcripts revealed that the right ventricular lead was oversensing noise and had high impedance. The physician alleges that the pacemaker failed to give an alert for the two incidents. After review of transcripts, it was suspected that the noise was due to myopotentials. No intervention was performed. The patient was stable and would have their lead revised.